Event description:
It was reported that an unspecified quantity of minicaps had inadequate iodine; further described as ¿had dried grease and a dried foam substance inside the cap and no iodine¿. This was observed during preparation of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: four (4) used actual samples and one companion sample were received for evaluation. The open, used samples were visually inspected which revealed the presence of iodine, but were dry due to the packaging being open. The companion sample was visually inspected and revealed the presence of iodine. The reported condition was not verified. The sample analysis determined that the samples met all specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.